Event description:
This patient was undergoing coil embolization within the left anterior communicating artery/ middle cerebral artery. During prepping, the first coil, the syringe was pressurized to the blue zone to purge the delivery tube, however, the gauge increased automatically and the coil detached prematurely. The next two coils were successfully purged using the syringe and detached in the aneurysm. During attempt to purge the fourth coil, difficulty was experienced and the coil detached prematurely. Reportedly, the products were inspected prior to use and there was no defect on the outer box or sterile pouch. The delivery system was not kinked. Prior to connecting to the syringe, the delivery system hub was flushed. The syringe was cranked up to the blue zone and after it stopped at the blue zone and it increased without cranking the pressure up further. No other information was available.

Manufacturer narrative:
This product has been returned for evaluation and testing, however, the engineering evaluation is not yet completed. Additional information will be submitted within 30 days upon receipt. This is one of two products used on the same patient. MFR's report # 1058196-2007-00050 & 1058196-2007-00051.